Event description:
Meter name: ultra, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: lost consciousness. Patient's family member reported that customer almost died, the patient was unconscious. Their meter allegedly did not power one. The results on their meter was unknown. The result (unknown if from emt meter or from hospital) was 50. Treatment was given but unknown type. No further information has been reported.